Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 430mg/dl. The customer treated with manual injections. The customer had symptoms such as vomiting, headaches and stomach aches. The mother stated that she disconnected the site from her daughter to see if the pump was delivering insulin. The customer received a no delivery alarm during a fill cannula. The mother stated that her daughter is missing a lot of insulin and will monitor reservoir level. The mother understood and believed not that not priming complete sets were the reason for high blood glucose readings. The mother did not want to troubleshoot further.